Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was subsequently performed, during which urethral atrophy beneath the cuff was identified as the likely cause. No device related issues were observed. The aus was explanted and replaced; the original cuff size was 4.0 cm, and a new 4.5 cm cuff was implanted. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1000409698. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1000409901. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.